Event description:
It was reported while drilling a hole for a 2.5mm cortical screw to allow placement of a intralateral plate for a distal tibial fracture, a quarter of an inch of a drill bit broke in patient bone. The broken drill bit was left in the patients bone. The surgeon used another hole for screw placement. The plate was placed without any issues. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code for this report includes hsz. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. Placeholder.